Event description:
A customer reported that before a procedure the footswitch did not work properly. There was no patient impact reported. Additional information was received from the customer indicating the reported event occurred during a cataract procedure. The footswitch was not working properly. The system was rebooted and the footswitch still did not function correctly. There was no associated patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on april 2, 2009. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on december 23, 2008. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The footswitch was connected to a calibrated console and the system was powered on. The sample was tested and it met specifications. The system and the footswitch were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).